Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint device for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6), reported that an rt240 adult dual heated evaqua breathing circuit failed the leak test. They further reported that the expiratory limb was leaking air. This was found during the setup check and prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare for evaluation. Additional information regarding the reported incident was requested from the hospital however no further information was provided. Therefore, our investigation is based on the information provided by the hospital, previous investigation of similar complaints and our knowledge of the product. Results: the customer reported that the rt240 adult dual heated evaqua breathing circuit failed the leak test prior to patient use. They further reported that another circuit from the same lot passed the leak test. A lot check revealed no other complaints of this nature for lot 130528. Conclusion: without the return of the complaint device or any further information we are unable to confirm the reported fault. All breathing circuits are pressure tested and visually inspected prior to being released for distribution. Any circuits that fail are rejected. The hospital staff correctly checked the subject breathing circuit before patient use, which is in line with the rt240 user instructions.

Event description:
A hospital in (B)(6) reported that an rt240 adult dual heated evaqua breathing circuit failed the leak test. They further reported that the expiratory limb was leaking air. This was found during the setup check and prior to patient use.